Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was implanted 4 years prior to report and was having a problem and could not turn ¿it¿ off and it had spread all over her body. It was noted that therapy was set for her lower back and legs and ¿its gone nuts.¿ it was noted that the patient was feeling stimulation all over her body which started a week prior to report one day and then stopped and started in the last 2 days prior to report. It was noted that the patient did not have the patient programmer to turn stimulation off. It was noted that the patient saw the healthcare professional (hcp) on (B)(6) and they had made arrangements to see the manufacturing representative next month, but the patient could not wait that long. It was noted while stimulation was turned off the patient was still feeling stimulation. It was noted that the implantable neurostimulator recharger (insr) indicated that stimulation was turned off but the patient was still feeling stimulation all over her body, which started on and off for the last week prior to report. It was noted that the patient turned stimulation off at 4 on the day prior to report and it had been like that ever since. Additional information was requested, but was not available as of the date of this report